Event description:
Customer called to report that the insulin pump is making a constant high pitch noise and alarming. Customer reported that the insulin pump also has an unresponsive keypad. Customer's blood glucose reading was 140 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self-test. No alarms occurred and no alarms in the history file. The insulin pump was monitored and no alarms or audio beeps/alerts noted. All buttons functioned properly however, found corroded keypad traces during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.